Event description:
It was reported that balloon rupture occurred. A percutaneous coronary intervention rotablation procedure was being performed. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.